Manufacturer narrative:
Device evaluation by manufacturer: visual examination revealed that blood was present in the shaft and balloon. Microscopic examination of the distal end of the device revealed damage to the distal tip. The device was pressurized with an inflation device to 10 atms for 5 minutes. Product analysis was unable to confirm the reported balloon burst, as there were no leaks/tears revealed with the device. Further examination revealed no other damage. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is not determined. (B)(4).

Event description:
Same case as mfg. # 2134265-2010-04099. It was reported that during a stenting treatment procedure, two balloon ruptures occurred. The lesion was located in the heavily calcified right coronary artery (rca). A maverick2 2.0x20mm balloon was advanced to the lesion to predilate and inflated to 9 atm and ruptured. Another maverick2 2.0x20mm balloon was used successfully for predilation. Two unknown stents were implanted. A quantum maverick 3.5x15mm balloon was advanced to the lesion to postdilate. The balloon was inflated to 16atm and ruptured. Another of the same device was used successfully. The procedure was completed. No patient complications were reported. The patient's status is "ok."

Manufacturer narrative:
(B)(4)

Event description:
Same case as mfg. # 2134265-2010-04099. It was reported that during a stenting treatment procedure, two balloon ruptures occurred. The lesion was located in the heavily calcified right coronary artery (rca). A maverick2 2.0x20mm balloon was advanced to the lesion to predilate and inflated to 9 atm and ruptured. Another maverick2 2.0x20mm balloon was used successfully for predilation. Two unknown stents were implanted. A quantum maverick 3.5x15mm balloon was advanced to the lesion to postdilate. The balloon was inflated to 16atm and ruptured. Another of the same device was used successfully. The procedure was completed. No patient complications were reported. The patient's status is "ok."